Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient faced issues with cannula due to tape not sticking on (B)(6) 2026. No further information available.